Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker and non bsc right atrial (ra) lead system complained about shocking sensation. There was atrial noise with arm movement and stored events. The pacemaker was reprogrammed to bipolar but threshold and impedances were similar in bipolar and unipolar. There were signal artifact monitor events with noise over sensing and low, out of range pacing impedances. There was also a recorded atrial tachy response (atr) event showing noise over sensing. They unsuccessfully attempted to reproduce "sensation" with isometrics while pacing, so apparently the shock sensation was an isolated event. It was recommended to consider extending atr duration to decrease inappropriate atr events but programming around sensing was not possible. Health care professional decreased amplitude and were going to continue monitoring. The pacemaker and the ra lead remain in service at this time. No adverse patient effects were reported.